Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had electrode was missing and she was inserted new sensor and situation repeated. Customer's blood glucose level was 112 mg/dl. Customer stated that the same issue on two sensors from the same box and transmitter fully charged but did not blink after connect with sensor. The device will not be returned for analysis.